Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The device ran for a total of 47 first prime pulses, deactivating before second prime. No damages or deficiencies were observed during testing. No problems were observed regarding the device's functionality.

Event description:
A patient reports while wearing a pod for less than an hour the pods cannula had failed to deploy and the pods pink slide did not move forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.